Event description:
The customer reported that the paramedics were called due to her low blood glucose of 18mg/dl. The blood glucose reading at time of call was 156mg/dl. The customer mentioned that she has been experiencing low glucose level for years. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.